Event description:
The account alleged the brakes are setting but would swivel when pushed from the side. No injury reported.

Manufacturer narrative:
The account replaced the brake casters and brake bearings to resolve the issue.